Event description:
It was reported that the customer experienced an issue with a damaged cartridge, specifically with the adhesive between the pigtail tubing and the cartridge failing. These issues did not lead to adverse impacts on the customer's blood glucose levels. The customer was able to change the cartridges and resume insulin therapy successfully.